Manufacturer narrative:
(B)(4).

Event description:
Erosion of the pocket and "possible" infection were reported. The device and leads were removed and replaced. No further patient complications have been reported as a result of this event.